Event description:
No blood glucose levels reported. The customer reported that the bolus history of the insulin pump was not recording some of the programmed boluses on the insulin pump. The customer reported that he knows a bolus was delivered because he sees the numbers on the display scrolling when insulin is being delivered but upon review of the history, the programmed bolus does not appear there. The customer was requested to upload the insulin pump to carelink. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).